Event description:
It was reported that the insulin gauge was inaccurate and static. The customer self-administered insulin in an attempt to resolve the issue and subsequently, the customer experienced a low blood glucose (bg) level. Reportedly, customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Customer consumed juice to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.